Event description:
The customer contacted beckman coulter, incorporated (bci), and reported that the datalink/dl2000 data manager system which is connected to the synchron lx 20 instrument would not power up. The customer indicated that the power cord to the lx 20 had overheated and lost power and that they had already checked all of the outlets. The customer did not report any injury to any worker and there was no arcing, shock or any evidence of flames from the instrument, no fire extinguisher was used and the fire department was not called out. The customer did not take any further action. While there was no death, serious injury or change in pt treatment associated with this event, there is the possibility that the user was exposed to danger or harm.

Manufacturer narrative:
No adverse event resulted from this incident. A bci fse (field service engineer) was dispatched to the site and found that the power connector had burned out. The customer indicated that the hospital had performed a generator check at the time of the incident. The fse replaced the power plug/connector and verified that the system was functioning correctly. The actual root cause was not determined. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 to october 23, 2010 for add¿l reportable events.